Event description:
Hospital has experienced multiple incidents involving bd 60-inch microbore tubing that would not prime. Hospital submitted report to manufacturer. Ref product number 30914. Product lot number 21109145.

Event description:
Hospital has experienced multiple incidents involving bd 60-inch microbore tubing that would not prime. Hospital submitted report to manufacturer. Ref product number 30914. Product lot number 21109145.